Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-oct-09 regarding a patient receiving clonidine, ketamine, and morphine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was complex regional pain syndrome type ii. It was reported that the patient's pump started alarming on (B)(6) 2019. The alarm was consistent with pump alarm sounds and it was indicated that the alarm was the critical alarm. It was noted that the patient's refill date should have been (B)(6) 2019 but the patient had dismissed their doctor and was looking for a new one. The patient experienced pain that lasted for two days when the pump started alarming, but the pain had gone away. The change in therapy/symptoms was considered gradual. Physician listings were requested. No further complications were reported or anticipated.